Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During the review of a literature article with the purpose of the study was to determine whether femtosecond-assisted laser cataract surgery (flacs) reduces the posterior capsular complication (pcc) rate compared to manual cataract surgery when performed by an experienced surgeon. It was noted that a patient experienced a vitreous strand protruding from the peripheral capsule hole. This occurred while attempting to lift the epi-cortical plate on the posterior capsule, which led to the phacoemulsification handpiece puncturing the posterior capsule. Primary vitrectomy was performed and intraocular lens (iol) was inserted into the sulcus during the primary procedure. There are multiple related reports associated with this literature article. This report addresses patient.